Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on her hip where the battery was located. The patient later began experiencing pain in the lower back, a heavy feeling down the legs, and she was losing balance. The patient was directed to follow up with their healthcare professional (hcp). No further complications were reported.